Event description:
Two of four reported. Pt found to have alal mattress bottomed out, pt lying on bed frame. Nosocomial pressure wound stage 1 on buttocks, thighs related to faulty mattress. Re: stage IV 2000 air mattresses-maintenance issue. Uhs and the product manufacturer have investigated these instances and determined that with a small number of mattresses the air loss was a result of an air baffle coming loose within the mattress. Uhs has developed a plan to conduct a manufacturer recommended preventative maintenance process on all of these mattresses supplied by uhs and will complete an assessment of each stage IV 2000 to determine if the system is properly set-up and how much staff education is needed for the kindred hospitals. -uhs has picked up the bed - date ?-.